Event description:
It was reported that three days post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The 3.00x16mm taxus express2 drug eluting stent was successfully implanted in the proximal left anterior descending (lad). The pt remained in the hosp on a low dose of plavix and aspirin. Three days later, the pt experienced a thrombosis. The physician delivered a 2.5x12mm maverick balloon to the thrombosis, which was located in the proximal edge of the 3.00x16mm taxus stent. A non-bsc catheter was used to remove the thrombosis. Then the physician delivered a 3.50x24mm taxus stent, which was deployed in an unspecified location at 15 atms and post-dilated with a 3.5x12mm maverick balloon, which was inflated to a diameter of 3.6mm. The pt had good flow and was scheduled to remain in the hosp for 5 days on coumadin, further info has been requested but has not been received.

Manufacturer narrative:
Device analysis. The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.